Event description:
It was reported the pace light emitting diode (led) is not working. The external pulse generator (epg) was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Keyboard is out of electrical specification. Pace led (light emitting diode) is not working. Main printed circuit board is out of electrical specification.